Manufacturer narrative:
H3: product analysis found that the pre-repair temperature test performed at 30k rpm after 1 minute and the front bearing was 80f, the motor was 85f and the rear bearing was 89f. The overheating complaint has not been found. The bearings sounded rough. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g04063 are no longer applicable. The temperatures after 1 minute are less than 118f, which does not meet the reporting criteria. Product analysis received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the m5 handpiece engine heats up after working for several seconds and soon it gets seized and stops working. Irrigation was being used, and the engine was running at 12,000 rpm. There was no patient involved.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.